Manufacturer narrative:
A manufacturer lot code was not provided.  With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported use of ubk sleek reg but could not confirm lot codes. Had discharge. Doctor was seen, an MRI was completed showing foreign material that was removed. Antibiotics given.